Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient's primary controller was exchanged in clinic today due to the "no power alarm" didn't sound during smr upgrade. It was stated that the controller had not been dropped and no excessive force was used. It was also reported that there were no effect on the patient and they were doing fine. No additional information available.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual testing and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed internal visual examination due to leakage on the internal nickel-metal hydride battery (nimh). Additionally, the controller failed functional testing due to the voltage of the internal nimh battery falling below specifications. The readings on each cell indicate that the cells were not working as expected. Therefore, the most likely root cause of the controller failing to activate the no power alarm can be attributed to a faulty internal nimh battery. An internal investigation has been open to evaluate leakage on the internal nickel-metal hydride battery (nimh). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.